Event description:
A customer's mother reported obtaining imprecise sequential readings on their precision xtra meter it was reported that readings of 240 mg/dl and 44 mg/dl, were obtained within a 10-minutes timeframe. It was also reported that the customer experienced symptoms of hypoglycemia since the incident. No treatment was reported. When plotted on the parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation. A follow-up report will be submitted when the investigation is complete.